Manufacturer narrative:
Analysis of the complaint database revealed that no further events were reported for this unit, which was manufactured in 2013. The most likely root cause was the drift of the sensor or faulty resistive elements. Therefore, it cannot be excluded that the defect of the mass flow controller could be of an electrical nature. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6), united kingdom. In order to fix the reported issue, found by livanova field service representative during a repair activity, mass flow controller for o2 was replaced. Calibration and subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during calibration of a s5 gas blender a value deviation was detected for o2 channel. There was no patient involvement.